Event description:
On (B)(6) 2012, the wife of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke to the wife of the lay user/patient for follow-up questions and obtained/verified the following information. The wife informed the mss that the patient's testing frequency is 3 times daily and manages his diabetes with humalog (3x/daily based on glucose readings) and lantus (30 units 1x/daily in the morning) insulin. The wife reported the alleged issue began on the afternoon of (B)(6) 2012. The wife reported blood glucose readings of "198, 180, 170, and 286 mg/dl" with the subject meter (which was not within the patient's normal blood glucose readings of "120-130 mg/dl"), performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. As a result of the alleged readings, the wife confirmed the patient administered a dose of humalog insulin; however, she was not able to recall the amount. After the alleged issue began, the wife confirmed the patient became weak and shaky; which were associated as low blood sugar symptoms. In response to the symptoms, the wife stated the patient ate a banana and then ate his lunch. Within 1/2 hour-45 minutes later, the wife stated the patient felt fine. The wife confirmed no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted an approved sample site was used, the subject meter's unit of measure was set correctly, and the patient's process for testing was correct; however, the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's wife claims the patient obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on april 2, 2012 with the following findings: the meter has passed testing with no faults found. The test strips have been returned to lifescan for evaluation. The evaluation of the test strips have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.